Event description:
It was reported that the device was being implanted for a femoral popliteal bypass procedure. While performing the anastomosis, the physician claims that the device began splitting up the middle. It was reported that the device split more than once, but the physician was able to complete the procedure with the device. It was reported that there were no pt effects due to the alleged event.

Manufacturer narrative:
Method: the device history records for the batch were reviewed. Results: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. Since the device remains implanted, the complaint as reported can not be confirmed or denied. Following our investigation, our conclusion to the most probable root cause is undeterminable. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. (B)(4).